Event description:
Customer alleges calcium imprecision and discrepancies between two analyzers at the account. Customer provided results from two proficiency sample 1, original result run twice gave 11.8 mg per dl both times, same sample repeated twice gave 11.1 and 11.0 per dl. Proficiency sample 2, original result run twice gave 13.7 and 14.1 mg per dl, same sample repeated twice gave 13.3 both times. Discrepant results were from proficiency testing samples only, no pt samples were involved.

Manufacturer narrative:
The field representative was unable to determine a cause. He performed a check test for and verified the analyzer was running according to spec.